Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent power source alerts with multiple adapters and usb cables. The pump was unable to be charged. The customer's blood glucose was 119 mg/dl. Customer would continue to use the pump for insulin therapy.